Manufacturer narrative:
Certas valve (ID 828814pl) has been returned for evaluation. Unique device identification (UDI) - (B)(4). Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected and no defects were noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issues reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no programing or flow issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 5 reports (different patients, different certas valves, same facility). Other mfg report numbers: 3013886523-2023-00148. 3013886523-2023-00149. 3013886523-2023-00150. 3013886523-2023-00151. A facility reported a certas plus (ID 828814pl) was implanted on (B)(6) 2022. The valve would not reprogram and had no flow. Therefore, the valve was removed on (B)(6) 2022 which resolved the issue.